Event description:
A nurse tested the pt's blood glucose on the suspect device and it was 50 mg/dl at 4:51am. At 5:11am, a lab draw was done. The pt was given orange juice and 1 amp of d50. The lab blood glucose came back 2 hours later and it was 133 mg/dl. 2 hours later the pt's blood glucose was tested and it was 406 mg/dl. The pt was then given 20 units of 70/30. The pt is doing fine.